Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-06137, 1627487-2019-06140. It was reported that the patient experienced ineffective therapy. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the system was explanted.